Event description:
It was reported the patient experienced an "allergic reaction" to the device. It was further reported the allergic reaction was "further his spinal cord stimulation." The patient was noted to have first alerted her physician to the allergic reaction on (B)(6) 2012. It was further noted the patient was receiving "very good results" from her device and that her outcome was "ok" at that time. It was reported as of (B)(6) 2013 the patient's device had been "totally explanted." It was additionally reported that "no allergic test was done." A supplemental report will be field if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-28, lot# 0205936527, implanted: (B)(6) 2012. Product type: lead: product ID 3487a-28, lot# 0205936530, implanted: (B)(6) 2012. Product type: lead: product ID 3487a-28, lot# 0205936528, implanted: (B)(6) 2012. Product type: lead. (B)(4). (B)(6).